Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a company representative in regard to a patient receiving gablofen 1,000 mcg/ml at 210 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a catheter revision occurred on (B)(6) 2016. The patient was not happy with the current system. This catheter revision was the final measure with a new neurosurgeon. The event date of the catheter issue was one week prior to report in (B)(6) 2016. The patient has had intermittent therapy all along and has complained of therapy on and off. The patient reported that the device worked for 2 years, but then stated it never worked again. Diagnostic procedures included catheter dye studies and no reservoir volume discrepancies. All the diagnostic procedures are completed and nothing was ever found wrong and all troubleshooting comes back normal. The patient reported they have no faith in the product. The healthcare professional did not know why all this has been occurring for the patient. The patient told the company representative that they have good therapy at the time of report, but then in the next breath states he has had good therapy, then bad therapy for a week. It was noted that the patient was not making sense and was very upset. The location of the symptoms was noted as the catheter. The company representative noted that the intrathecal catheter pump segment revision kit with sutureless connector may have been left in place, tied off and the ascenda intrathecal catheter with an 86 cm spinal segment was implanted at a different time, but the company representative was not certain. Additional information received reported the neurosurgeon placed a new catheter system above the older system at approximately t2. The cause of the issue was not determined. It was unknown if the issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.